Event description:
A customer reported that results from a patient sample obtained using a vitros 350 chemistry system were associated with the incorrect patient name and incorrect assay. Mis-associated patient results may lead to inappropriate physician action. The mis-associated results were not reported outside of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that results from a patient sample obtained using a vitros 350 chemistry system were associated with the incorrect patient name and incorrect assay. The vitros global technical support specialist reviewed information contained in the ¿programming by sample ID¿ section of the vitros 250/350 operator¿s manual located on page 7-7. This information describes how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. No malfunction occurred. The investigation determined that the root cause of the event is user error due to improper sid reuse. The vitros 350 chemistry system was operating as programmed and as intended; no malfunction occurred.